Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level of 25 mmol/l. The customer did not want to troubleshooting for high blood glucose level. Customer¿s mother indicates that her daughter's blood glucose level was high because the doctor had made some changes to daughter's insulin pump. The customer did not provide any symptoms regarding high blood glucose. The customer was treated for the high blood glucose with insulin pump. The reservoir was not returned for analysis.